Event description:
It was reported that on 08 feb. 2024, a 12f amulet delivery sheath was selected to implant a 20mm amplatzer amulet. The inner diameter of the sheath was inner diameter = 4.00 mm. During the procedure, the sheath was placed in the left atrium. When connecting the loader from the occluder to the sheath, it was discovered that the connection could not be established. The cause of why the connection could not be established is unknown. The physician selected a new 20 mm amplatzer amulet using the same 12f amulet delivery sheath. This too could not be connected to the new 20 mm amulet device. The physician than replaced the sheath with a 14f amulet delivery sheath which was damaged by the non-abbott guide wire. A new 14f amulet delivery sheath and the second 20 mm amplatzer amulet connected and the device was successfully implanted. The patient is stable

Manufacturer narrative:
An event of device damage by another device was reported. Information from the field indicated that a 14f amulet delivery sheath was damaged by the guide wire during the procedure. Based on the available information, the cause of the reported event appears to be related to procedural condition. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 12f amulet delivery sheath was selected to implant a 20mm amplatzer amulet. The inner diameter of the sheath was inner diameter = 4.00 mm. During the procedure, the sheath was placed in the left atrium. When connecting the loader from the occluder to the sheath, it was discovered that the connection could not be established. The cause of why the connection could not be established is unknown. The physician selected a new 20 mm amplatzer amulet using the same 12f amulet delivery sheath. This too could not be connected to the new 20 mm amulet device. The physician than replaced the sheath with a 14f amulet delivery sheath which was damaged by the non-abbott guide wire. A new 14f amulet delivery sheath and the second 20 mm amplatzer amulet connected and the device was successfully implanted. The patient is stable.